Manufacturer narrative:
Evaluation revealed the target device to be the primary product. The speedlock sleeve reported was considered an associated product. Review of the device history records of the target device returned did not indicate any conspicuities. The item was documented as faultless prior to distribution. As the target device had been in use for a longer time (manufactured in april 2012), we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. Dimensional examination of the groove in which the c-ring was located, revealed no discrepancies. Previous complaints are known reporting a detached c-ring. In those previous cases a contribution by the design could not be excluded. Therefore a design change of the c-ring was implemented by (B)(4). Internal tests confirmed the effectiveness of the new design. The new design does not prevent a c-ring detachment by 100% (i.e. In case of rough handling), but makes a detachment of the ring more difficult. The complained device was recognized as new design version; manufacturing post-dates the implementation of the design change. Since the reported c-ring remained in the patient and could not be returned for evaluation, a physical examination was not possible. It cannot be excluded that the missing c-ring was detached prior to the surgery during the cleaning process to achieve a proper cleaning result with the target device. During detachment the ring may have been deformed which may have affected the secure fit of the ring (loosening). A missing clamping ring does not affect the targeting accuracy of the target device, because the accuracy is ensured by the nail holding screw. The clamping ring is just a feature to ease the attachment of the nail at the reception of the target device. Based on the above observations, the root cause of the reported event is not linked to a deficiency of the device. However, in absence of the subject c-ring, the real cause of the reported event could not be determined with the information given. Medical aspects: all available information and the x-rays were forwarded to a consulting hcp for review. His comments: "the ring is completely non-irritant located inside the soft tissues, lateral to the gamma3 nail. Since it is placed in the sub-cutaneous tissues, it could be removed easily under local anesthesia and by image intensifier control, if the removal is explicitly requested by the patient. From a clinical point of view, such a removal is not necessarily required." Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported that after the surgery, it was noted on the x-rays taken that a small ring was left behind in the patient. It was reported that this ring was derived from the target device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported that after the surgery, it was noted on the x-rays taken that a small ring was left behind in the patient. It was reported that this ring was derived from the target device.